Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for shock pacing impedance measurement high out of range on the right ventricular (rv) channel. Technical services (ts) reviewed and noted there were also episodes with presence of noise. However, these episodes correlated with a jaw surgery and cautery procedure this patient underwent. Ts discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for shock pacing impedance measurement high out of range on the right ventricular (rv) channel. Technical services (ts) reviewed and noted there were also episodes with presence of noise. However, these episodes correlated with a jaw surgery and cautery procedure this patient underwent. Ts discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.